Event description:
It was reported that there was a patient death. Follow-up was attempted, but no information about the circumstances of the death could be obtained. The patient was a participant in (B)(6) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).